Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a post-reset ram crc alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer got a low battery as they went to change it out the screen would not come back on. The insulin pump had a blank display after receiving new battery cap. The display returned after the insulin pump restart. It was reported that the troubleshooting for the alarm could not be performed. The device will not be returned for analysis.